Manufacturer narrative:
No product was returned for evaluation since it was discarded at hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. As part of the manufacturing process, 100% of the units go through a visual inspection process. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. All events will continue to be reviewed and monitored.

Event description:
As reported, during use in a patient in the neurological ICU (intensive care unit), when handling the manifold of this volumeview sensor, it broke into two pieces. The device was replaced by a new one. The blood loss was minimal. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product is available to be returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.